Event description:
On (B)(6) 2012, the patient contacted animas alleging that she has been experiencing low blood glucose (bg) for the past two weeks, and stated that the morning of (B)(6) 2012, she experienced bg of 3mmol/l with dizziness and shakiness. The patient reportedly treated with carbohydrates and her bg at the time of the call to animas customer support was reportedly 6.5mmol/l. Troubleshooting indicated that all settings and histories are correct. There was no product defect found. The patient denied any changes in health, medications, diet, stress, pain level, or exercise. The patient could not identify a specific pattern with the recent low bgs. Customer support determined that there was nothing to indicate a pump malfunction and advised the patient to consult with her healthcare provider (hcp) regarding diabetes management. The patient continued on insulin pump therapy and there has been no further reported incident. This complaint is being reported because the patient reportedly experienced hypoglycemia while using insulin pump therapy and a specific cause for the reported bg excursion could not be identified.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows an "empty cartridge" alarm on (B)(4) 2012 at 18:01. The pump was not primed again until (B)(4) 2012 at 20:27. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.